Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trigger considering the following event is identified: pain / iliopsoas tightness. Event description: the patient, participating in the continuum mom study, was implanted with a metasul taper liner and metasul head on the right side on jan 06, 2012 and is being monitored due to inguinal pain and iliopsoas tightness. The patient received additional treatment consisting of physiotherapy. Review of received data: in total three x-rays (two intra operative images from (B)(6) 2012 and one post-operative from (B)(6) 2014) have been received for review. The radiographs were reviewed by a health care professional. Review of the available records identified that the right hip arthroplasty components were anatomically aligned without any osseous abnormalities. Further, no abnormalities are noted that would result in the reported symptoms. Medical records of the primary surgery with limited information was provided and is summarized below. Please note: the surgical report was translated from finnish to english. Diagnosis: bilateral primary arthrosis, right. Therapy: the patient receives a right htep. The nature of the procedure is explained to the patient and the patient has understood it. Surgical report: total hip replacement, right, cementless surgeon/staff: seppänen matti, kuu tommi, tolonen mari, porvarijaana anesthesia the description of procedure does not show any complications or abnormalities. Post-operative course without pain. Device analysis: no product was returned to zimmer biomet for analysis, as all implants remain implanted. Review of product documentation: all involved devices are intended for treatment. The compatibility check was performed and showed that the product combination was approved by zimmer biomet. Conclusion: patient had right htep performed on (B)(6) 2012. Approximately 2 years post-operative ((B)(6) 2014) it was reported the patient underwent additional physical therapy to treat inguinal pain & iliopsoas tightness. The implants remain implanted, therefore, a product investigation could not be performed. Review of the available x-ray records identified that the right hip arthroplasty components were anatomically aligned without any osseous abnormalities. Further, no abnormalities are noted that would result in the reported symptoms. The medical records of the primary surgery with limited information did not show any abnormalities that would explain the reported symptoms two years post-implantation. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the document-based investigation results did not identify a non-conformance or a complaint out of box (coob). Based on the lack of medical records on the reported event, this complaint could not be confirmed and based on the given information it remains unknown if and to what extent the reported products were involved in the reported event. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2019-00192.

Manufacturer narrative:
Concomitant medical products: detail of product: item # (B)(4) item name metasul taper liner mm/40 lot # 2556818. Item # (B)(4) item name shell with cluster holes 60 mm o.d. Size mm for use with mm liners, lot # 61675427. Item # (B)(4) item name femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 11 standard offset, lot # 61880447. The manufacturer received x-rays and other source documents for review. The device has not been received for investigation as the patient has not been revised. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that patient started to be monitored due to inguinal pain and lliopsoas tightness.